Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) investigation did not show issued related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleged that the suction catheter could not be passed through the endotracheal tube. Intervention - the patient required intubation with a new endotracheal tube. Upon inspection of the actual endotracheal tube, the tube was too narrow for suction catheter to pass through.